Event description:
It was reported that the insulin pump had a partial display, which made the screen illegible. The blood glucose reading was 122 mg/dl. The customer stated that the screen was not clear any more, and he was afraid that this issue may affect his insulin delivery. He noted that he had also experienced some low blood glucose events. He did not know how the damage had occurred. Upon troubleshooting, the customer ran a self test, but he stated that it was difficult to see the numbers. He reported that the screen issues had started almost over a month prior to the call. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.